Event description:
It was reported that two days after implant the lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted. The distal conductor had blood/body fluid obstruction. All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic depression and was breached cut. There was blood in/on the helix/lobe mechanism (sleeve head) and helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage. The helix length cannot be tested due to dried blood in the tip end of the distal conductor which prevents the helix to be extended or retracted.